Manufacturer narrative:
Philips has investigated this complaint. Customer reported that the device was not powering on. The philips engineer suggested service, but the service quote has been cancelled by the customer and no service has been provided from the philips. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system would not power on. There was no reported patient or user harm. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.